Event description:
Report received of a tubing separation. It was reported that an ICU patient was receiving an unspecified intravenous solution when the separation occurred. The patient, who is a nurse, recognized the separation, acted immediately and changed the set to a new set. There was no report of blood loss. The exact location of the separation is unknown. There were no reported adverse patient effects and no medical interventions were required.